Event description:
Reportedly, the subject pacemaker was found to have reached its recommended replacement time (rrt) during the follow-up performed on (B)(6) 2020. The magnet rate was 80 min-1 and the pacemaker was operating in nominal mode, vvi 70 min-1. The estimated residual longevity was 23 months on (B)(6) 2019.

Manufacturer narrative:
Please refer to the attached analysis report. - attachment: [20200611 - file-2020-00917 - analysis_and_closure_report_resp-2020-00680.pdf].

Event description:
Reportedly, the subject pacemaker was found to have reached its recommended replacement time (rrt) during the follow-up performed on (B)(6) 2020. The magnet rate was 80 min-1 and the pacemaker was operating in nominal mode, vvi 70 min-1. The estimated residual longevity was 23 months on (B)(6) 2019.

Manufacturer narrative:
Electrical characteristics of the returned unit were within specifications.

Event description:
Reportedly, the subject pacemaker was found to have reached its recommended replacement time (rrt) during the follow-up performed on (B)(6) 2020. The magnet rate was 80 min-1 and the pacemaker was operating in nominal mode, vvi 70 min-1. The estimated residual longevity was 23 months on (B)(6) 2019.